Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch verioiq meter was reading inaccurately high when he ran a control solution test. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred in (B)(6) (unknown year) in the morning and in the afternoon. The patient alleged obtaining a reading of "284mg/dl" with control solution. The patient reported using self adjusting insulin to manage his diabetes. The patient reported taking his usual dose of 8 units of lantus insulin on the day of the alleged issue. The patient reported 30 minutes to 1 hour later, he developed symptoms of "disoriented and heart flutters." The patient denied receiving any medical intervention in response to his symptoms. At the time of troubleshooting, the cca noted the patient was using the correct control solution and the meter was in the correct unit of measurement at the time of testing. The patient's testing process was correct. The patient's test strips, test strips vial and control solution were found to be in good condition. Replacement products were sent to the patient. This complaint is being reported as an adverse event since the patient claims due to the alleged issue he developed symptoms suggestive of hypoglycemia.